Manufacturer narrative:
During the asset inspection, the issue (foreign objects) was found by the initial leakage and electrical safety tests performed, indicating failed distal end insulation inspection failed. Whitish foreign material was found inside the jet tube most likely leavings that remains from the last procedure and insufficient cleaning. In addition to the foreign objects service found leak at the channel tube, chipped image guide protector, dented bending section cover, assorted scratches and discolorations, play of up down knob and the bending angle in right direction is out of the standard value, light guide bundle has breakage, peeling coating on the connecting tube and cracked and chipped lens guide. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there were foreign objects in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. There was no patient involvement.